Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user inadvertently removed both the cgm sensor and transmitter during a sensor change and therefore could not start a new sensor. The patient was instructed to operate the ilet in bg run mode with manual blood glucose entry, then they were transferred to the cgm supplier for assistance with replacement supplies. Symptoms included no reported adverse clinical effects. Outcomes included continued therapy in bg run mode without alerts or alarms, ongoing manual entry of blood glucose values, and shipment of replacement cgm supplies. Investigation included customer interview and troubleshooting with user education. Investigation of this case revealed user handling contributed to loss of cgm data, with the pump functioning as designed in bg run mode. It was concluded that the device functioned as designed and user education resolved the issue. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.